Manufacturer narrative:
After battery simulator installation, the unit powered up to a blank display drawing a high amount of current. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the current draw remained high. The high current appears to be due to a problem with pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.